Event description:
It was reported that the customer experienced a high blood glucose event. The exact level was not specified, as the value displayed as "high" on the cgm, and the customer could not confirm the reading with a blood glucose meter. The customer administered a correction bolus via the pump and was advised by technical support to inspect the site for any issues. The control iq feature was confirmed to be active, and the customer planned to monitor their condition further and call back if necessary, while recently resuming insulin deliveries with the cgm connected to the pump.